Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: right mentor smooth round moderate profile 275cc saline breast implant, catalog number 3501640, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round moderate profile 275cc saline breast implants which the left side deflated with the issue of capsular contracture grade IV, hematoma and seroma and right implant had issue with capsular contracture baker grade iii after implantation. As a result, patient underwent bilateral removal of the implants, hematoma and seroma on (B)(6) 2017. This report is for the left implant.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. During examination, product evaluation team observed creases on both aspects. A rent measuring approximately 0.1 cm was observed within a crease on the posterior aspect. No other anomalies were discovered. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Hematoma is a collection of blood within the space around the implant. Careful hemostasis is important to prevent postoperative hematoma formation. A rent measuring approximately 0.1 cm was observed within a crease on the posterior aspect. No other anomalies were discovered. Complaint of deflation was confirmed. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Hematoma, seroma, and capsular contracture are known complication associated with this procedure and is referenced in our product insert data sheet. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).